Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type :lead ;product ID: 3778-60, serial# (B)(4), implanted: 2008-09-19 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 28-aug-2012, UDI#: (B)(4) ; product ID: 3778-60, serial/lot #: (B)(4), ubd: 28-aug-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the patient had been expecting to just have the ins replaced but when the patient awoke from the procedure they had moved the ins location and replaced the leads also. The procedure occurred in 2020. No symptoms were reported.